Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms during basal and bolus deliveries. The customer's blood glucose (bg) levels ranged between 562mg/dl and over 600mg/dl. A correction bolus via the pump was delivered for the high bg levels each time. A system check was performed using the current supplies and the pump performed as intended. Tandem technical support (cts) recommended to have the customer change their infusion set site to observe any possible cannula damage and the customer declined stating they would continue to use the same infusion set site. Reportedly, the customer had been wearing their pump against their skin during the timeframe that the occlusion alarms began. Cts advised the customer to allow a correction bolus to fully deliver prior to returning the pump against the customer's skin in order to prevent abrupt temperature changes to the pump. Additionally, it was reported that the customer's pump motor noise sounded different than usual. Cts informed the customer that the device may get louder or quieter over time due to normal wear of the gear train components. The customer acknowledged this information and was unsure if this issue affected their bg levels. The customer reported a bg level of over 600mg/dl which was addressed by delivering a correction bolus via the pump.